Event description:
It was reported that the pt developed infection in her right hip and intrapelvic wound. It was further reported that "irrigation and debridement was performed, and the acetabular implant was removed."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available at the time of the per due to the ongoing litigation. Add'l f/u info may be obtained by the legal affairs as it becomes available.